Event description:
Additional information received reported the patient had an appointment with their healthcare professional (hcp) on 2013-(B)(6).

Event description:
It was reported that pieces of the lead were eroding through the skin and it was possible to pull pieces out. It was noted that the pieces looked plastic or rubber and shaped like a tube. It was noted that it was not certain if it was the boot or the sheath around the lead. It was noted that an implantable neurostimulator was never put in the patient and the leads were not connected to anything. It was noted that office and medical records indicated that the patient cancelled the appointment for the stimulator placement. It was noted that the reported was not sure the true reason why no ins was implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).